Event description:
It was reported that the patient had his belt put on too tight and the medication flow was cut off. This occurred shortly after implant. The pump was being used to deliver fentanyl, clonidine, and marcaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).